Event description:
Hill-rom received a report from the account stating the right head siderail would not latch. The bed was located in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the center arm assembly of the right head siderail was broken (cracked where the pins mount the center arm to the bed frame). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly of the right head siderail to resolve the issue. Based on this info, no further action is required.